Event description:
It was reported that during atrial lead revision, externalized conductors were observed on the high voltage lead. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned cut in two segments. Internal insulation abrasion was found at 8.5 - 10.0cm and 12.5 - 12.8cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.